Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. This lead was received for analysis intact, not severed. Visual inspection noted that the helix mechanism returned in an extended position with no abnormalities. The lead, tip, and helix appears intact and undamaged. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis and the field report were insufficient to confirm the dislodgement allegation. Surgery code was not confirmed, no issues were noted with the lead that would have lead to dislodgment or surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. The lead was replaced at the same surgical procedure. No additional adverse patient effects were reported. The lead was returned and analyzed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. The lead was replaced at the same surgical procedure. No additional adverse patient effects were reported.